Event description:
It was reported by customer that prior to use, the cardiosave intra-aortic balloon pump (iabp), was found to have defective batteries. There was no patient involvement and no harm was reported.a getinge field service engineer (fse) was dispatched to evaluate the unit. During evaluation, the fse determined that the issue was related to an intermittent internal short in the power cord reel assembly, causing the power cord to intermittently lose contact with the power receptacle and preventing proper battery charging. The fse ordered a replacement power cord reel, which will be installed upon receipt. The defective power cord reel assembly was subsequently replaced. Following the repair, the fse completed all performance and safety tests, confirming that the ac power supply was stable and that the batteries were charging correctly. The device passed all required testing, was approved for clinical use, and was returned to the customer.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.